Event description:
Approximately three days later, the patient with this device experienced a yellow alert due to the voltage being too low and no measurements were able to be obtained. A revision procedure was performed and the device was explanted, replaced and returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted [no anomalies]. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
To date the explanted device has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
At this time the device remains implanted. A final report will be sent after information is received from the data disk analysis and possible revision. If a revision is performed and the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) revealed fault code 1003. A boston scientific technical services (ts) agent was contacted and advised that for a fault code 1003 a device replacement is recommended. A data disk was also requested by boston scientific technical services (ts). The physician will follow up with the patient at a later date. No adverse patient effects were reported. The device remain implanted.

Event description:
--

Event description:
--

Manufacturer narrative:
--